Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. However, pump unable to prime during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the motor test due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to pump unable to prime and motor error alarm. Pump received with no battery installed. Pump received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, scratched case, stained back address label and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to pump received without battery installed.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. Medtronic was unable to reach the customer's next of kin to complete the deceased customer reporting template. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The insulin pump was returned for analysis. The pump was unable to prime during the prime test, motor error alarm, and during the basic occlusion test due to loose/protruded drive support disk.